Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate patient received a left attune total knee arthroplasty. No allegations provided of patient injury or product failure, nor report of revision. Doi: (B)(6) 2017, dor: unknown (left).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product photographs have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.